Event description:
A restenosis was diagnosed by duplex ultrasound a year after having a smart stent placed in the distal left superficial femoral artery (sfa). The patient is a male. The index procedure was performed in 2006. The vessel anatomy at the lesion site was straight; the type of lesion was de novo and the lesion was eccentric. Lesion location was 7cm above the superior edge of the left patella. The total lesion length was 80 mm and it was not occluded. Reference vessel diameter was 6 mm. Percentage of stenosis before the procedure was 95%. Twenty-four hours prior to the procedure, the patient was given 100 mg/day of aspirin and 600 mg/day of clopidogrel. Heparin was given at the beginning of the procedure, total dose of heparin during procedure was 2500 iu. Access was made in the contralateral femoral artery. No pre-dilation was performed. One smart stent was implanted (7x100 mm) in the left distal sfa. For post-dilatation, a cordis/powerflex balloon was used (6 x 100 mm). Percentage of stenosis after stent placement and after post-dilatation was 0%. No dissections were reported during procedure. During the same intervention, but before the index procedure the iliac artery ipsilateral was successful treated with pta and a stent. The patient was discharged in 2006. Medication at discharge: aspirin and clopidogrel. In 2007, the patient underwent a duplex ultrasound which a restenosis of the previously placed stent in the distal sfa. The severity of the restenosis was mild. The restenosis was greater than 50%. Medication was given to treat the restenosis.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.